Manufacturer narrative:
Upon further review, it was determined that the event captured in MFR report # 8030665-2023-00537 was inadvertently reported as a malfunction. However, there was no true product problem as the reported blood loss was confirmed to be caused by use error. The complaint event will continue to be processed as a non-reportable complaint record, but there will will be no further updates submitted on 8030665-2023-00537.

Event description:
A user facility nursing operations manager reported box cutters were being used to open the boxes with the tubing and was accidentally causing a cut in the lines. The patient had hemodialysis (hd) lines having a cut. They had to stop treatment and could not return the blood due to risk of infection. Blood cultures were drawn and the patient received a dose of antibiotics. Two photos were provided. Upon follow-up, the nursing operations manager reported the tubing damage was observed 15 minutes after initiation of treatment. The boxes were originally opened by central supply. The cut tubing was observed on the overwrap and from the arterial side past the pump and before the dialyzer. The machine, a 2008k2, did not alarm with a blood leak alarm and the machine was not removed from service. Blood test strips were not used and a dialyzer was being used for treatment. There was no visible damage identified prior to treatment. There were no leaks noted during priming, and no irregularities were identified on the combi set. It was reported the patient's blood was able to be returned and no blood loss occurred. Antibiotics were given at the end of treatment and blood cultures were done. The nursing operations manager confirmed there was no patient injury, no adverse effects were experienced, and no other medical intervention was required as a result of the reported event. The patient did complete their treatment on a different machine following the event after setting up with new bloodlines. The combi set was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nursing operations manager reported box cutters were being used to open the boxes with the tubing and was accidentally causing a cut in the lines. The patient had hemodialysis (hd) lines having a cut. They had to stop treatment and could not return the blood due to risk of infection. Blood cultures were drawn and the patient received a dose of antibiotics. Two photos were provided. Upon follow-up, the nursing operations manager reported the tubing damage was observed 15 minutes after initiation of treatment. The boxes were originally opened by central supply. The cut tubing was observed on the overwrap and from the arterial side past the pump and before the dialyzer. The machine, a 2008k2, did not alarm with a blood leak alarm and the machine was not removed from service. Blood test strips were not used and a dialyzer was being used for treatment. There was no visible damage identified prior to treatment. There were no leaks noted during priming, and no irregularities were identified on the combi set. It was reported the patient's blood was able to be returned and no blood loss occurred. Antibiotics were given at the end of treatment and blood cultures were done. The nursing operations manager confirmed there was no patient injury, no adverse effects were experienced, and no other medical intervention was required as a result of the reported event. The patient did complete their treatment on a different machine following the event after setting up with new bloodlines. The combi set was no longer available to be returned for evaluation.